Event description:
It was reported that during the implant procedure, the stylet was failed to be inserted into the right atrial (ra) lead. The ra lead was replaced and the procedure continued with the new lead on (B)(6) 2024. The patient was stable throughout.

Manufacturer narrative:
The reported event of failure to advance the stylet was not confirmed. As received, a complete lead was returned in one piece. The stylet was able to be fully inserted inside the lead and removed without difficulties. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.